Event description:
It was reported that the pt expired due to an unk reason. Reportedly, the device was implanted in 2008; however, the date of the pt's demise is unk, as no other details were provided.

Manufacturer narrative:
Device not returned.